Event description:
A report from the field indicated that a pt with "nph" had been implanted with an osv ii. The pt was maintained in bed for 5 days postop. The pt subsequently developed a subdural hematoma although the ventricles were not slit. Surgeon plans to revise the system to drain the subdural collection and to implant another valve.